Event description:
It was reported that a (B)(6) = caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 630cc breast implant and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of explantation: (B)(6) 2022. FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On jun 30 2022, additional information was received indicating the device was found to be intact upon explantation. Manufacturer¿s reference number: (B)(4).